Event description:
The complainant reported that during an lv gram injection, the high pressure tubing ruptured between the manifold and the catheter. There was no harm or injury to the patient, however, a nurse was sprayed in the face.

Manufacturer narrative:
Other: drawing and bill of materials were reviewed. Results: visual inspection confirmed the complainant's report. A hole was found on the side of the tubing. The specifications for the device were reviewed and the tubing was found to be rated to 500psi. The customer exceeded the specification pressure by setting the injection pressure at 650psi.